Event description:
Ous MDR - boston scientific received information that the patient implanted with this rv lead presented for a device follow-up. The rv lead was confirmed to be dislodged, and loss of capture was observed. The physician performed a lead revision procedure and the rv lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.